Event description:
An extremely obese pt underwent uneventful stone retrieval followed by retrograde pyelogram. During the pyelogram, the distal tip of the catheter detached and remained in the pt. Retrieval with a segura basket was uneventful. The procedure was completed successfully without further incident. Attempts to obtain further details regarding the circumstances surrounding this event have been unsuccessful. The device was received, evaluated and retained by this MFR. The engineering eval indicated the catheter's cone tip had detached and was not returned for eval. The break occurred where the cone tip bonds to the catheter. An insufficient amount of bond was noted upon eval. This occurrence is rare and isolated.